Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no moisture damage found inside the pump.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated the buttons are unresponsive. The insulin pump will be returned for analysis.